Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and a motor position encoder error alarm. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self test, rewind, basic occlusion test, prime test and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the unexpected restart error test, occlusion test, and the excessive no delivery test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing.